Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set fell off event on (B)(6) 2024. The infusion set had been in use within a day. Blood glucose level was 9mmol/l at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.